Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to shortness of breath and congestive heart failure (chf) symptoms. A remote transmission report was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients implantable cardioverter defibrillator (ICD) may have delivered a possible inappropriate therapy when the device detected a supra ventricular tachycardia (svt) which met the high rate time out and then was detected and treated as a ventricular fibrillation (vf). Follow up was conducted with the patients listed clinic. The patient has not been seen in-clinic yet and no reprogramming has been completed at this time. The device remains in use. No further patient complications have been reported as a result of this event.